Event description:
As initially reported by consumer stating that the consumer experienced discomfort in both eyes after wearing the contact lenses and was diagnosed with corneal ulcer. The consumer was prescribed with ciprofloxacin eye drop with a frequency of one drop in each eye every two hours. The current status of the consumer¿s eyes are resolved at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3. H.6. The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).